Event description:
It was reported that when the asymptomatic patient presented in clinic, non sustained lead noise due to post-paced t wave oversensing on ventricular channel was observed. Programming changes were made during device check. Patient was well after event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.